Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. Upon deployment, the right disk didn't flatten as expected. The device was removed and replaced to successfully complete the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.